Manufacturer narrative:
(B)(4). The analysis results showed that the cr40g cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the returned cartridge was noted to have two staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. No functional test was performed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
The device was returned with no information.